Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2013-13995 and 3005099803-2013-14175 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the jagwire guidewire was moistened with saline solution and the hydrophilic tip was damaged. A second jagwire guidewire was used, however the distal tip detached exposing the metal corewire tip. The procedure was completed with a new jagwire guidewire device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(4), 2013 that the distal tip of guidewire had detached, exposing the corewire tip and making this a reportable event.

Manufacturer narrative:
(B)(4). A visual examination revealed that the pebax section detached, exposing approximately 2.2 cm of the metal core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is not consistent with the returned device that the distal tip peeled and the corewire tip was not exposed. The product returned presented a section of the distal tip detached exposing the tip of the metal core wire. It is most likely that due to handling factors during the unpacking and the preparation for the procedure that the device got damaged. The rest of the body jacket do not present any damage or evidence that contributed with the failure reported, therefore the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the reported lot number 13880397.